Manufacturer narrative:
The following section is being corrected: g3 as reported on the initial. The aware date on medwatch 8010047-2021-11517 was changed from "23/aug/2021" to "10/aug/2021".

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ based on the results of the investigation, it is believed that the adhesive was peeling and there was damage on the surface of the acoustic lens due to external forces being applied to the subject device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Initial reporter phone number extension: (B)(6). The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The biopsy channel, elevator knob, and water bottle port were all leaking. Additionally, as noted the probe was cut and adhesive was missing on the forceps cover and elevator mechanism cover. The adhesive on the distal end was peeling. The control body had deep scratches near the suction cylinder. The insertion tube was collapsed in three different sections, and the control knob had scratches. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the evis exera ii ultrasound gastrovideoscope because it failed a leak test during reprocessing at the facility. Once returned, the device was evaluated, and defects were noted on the distal end. The probe was cut and adhesive was missing on the forceps cover and elevator mechanism cover. This report is being submitted to capture the defects noted on the distal end of the subject device. There was no patient involvement during this event.